Event description:
It was reported hcp used pre-filled catheter when found that the catheter within the catheter is bent, the catheter styletform is also bent state, can not be used. A new set opened, to be able to use normally. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt clearvue were returned for evaluation. An initial visual observation of the photographs showed a groshong stylet with a kink at about the halfway point of the stylet. No obvious use residue was observed on the sample. No additional damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.